Event description:
It was reported that the patient presented with a right ventricular lead that had no current of injury. The lead would not screw into the muscle wall as expected and would continually dislodge. The lead was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be extended and clogged with blood. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The lead was otherwise normal.